Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 co2 tubing came off of the btt. The defect in the btt was noted when the kit was opened and a second kit was then opened and the harvest was completed. There was no procedure delay. There was no patient harm. Per photo provided by the complainant, it is observed the co2 tubing is detached from the btt.

Manufacturer narrative:
(B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Manufacturer narrative:
Tw# (B)(4). The device was not returned to maquet cardiac surgery for investigation; however, a photograph was provided by the account. A photographic evaluation was conducted. Signs of clinical use and no evidence of blood was observed. The insufflation tube was observed to be detached from the body of the btt. No other visual defects were observed. Based on the non-return of the device as well as the photographic evaluation, the reported failure "detachment of device or device component" was confirmed. The lot # 3000426045 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure. Specific actions for the reported failure mode are being maintained and documented under maquet's corrective and preventive action (CAPA) system.

Event description:
N/a.